Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, the patient underwent a procedure using a gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported on discharge date of (B)(6) 2009, the aneurysm diameter measured 40.0 mm. On (B)(6) 2009, follow-up imagining identified an aneurysm diameter measurement of 32.0 mm. On (B)(6) 2010, follow-up imagining identified an aneurysm diameter measurement of 31.0 mm. On (B)(6) 2011, follow-up imagining identified an aneurysm diameter measurement of 41.0 mm. On (B)(6) 2012, follow-up imagining identified an aneurysm diameter measurement of 49.6 mm. The cause of the aneurysm enlargement is unknown. Reportedly, an intervention to treat the aneurysm enlargement has not been performed. Attempts were made to obtain additional information on this event, however no additional information will be provided.

Manufacturer narrative:
Additional device implanted and involved in this event: tg2810/06561029. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent a procedure using two gore tag thoracic endoprostheses to treat a dissected thoracic aortic aneurysm.

Manufacturer narrative:
(B)(4)